Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2024, it was reported that on (B)(6) 2023, the patient experienced blockage at the site. Patient was only received occlusion alarms when her infusion system was on her upper buttocks. She had been avoid using this area since october because of scar tissue. Also, mentioned 2 occlusion alarms happened in the month of october but did not have specific dates. Also, confirmed events happened on different days. No further information available.